Manufacturer narrative:
Investigation summary: catalog 442023. Batch no. 4017781, 4010203 & 3361706. Customer reported a contamination issue while using bactec product. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic) the customer reported possible blood culture contamination. One patient was affected by the false result and was treated with antifungal medication in response. Additionally, the customer reported they believe the contamination is not the result of a product issue and may be associated with collection technique. No adverse impact reported as a result.

Manufacturer narrative:
E.(B)(6). G5: PMA/510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4010203. D4. Medical device expiration date: 15-oct-2024. H4. Device manufacture date: 10-jan-2024. D4. Medical device lot#: 3361706. D4. Medical device expiration date: 04-oct-2024. H4. Device manufacture date: 12-dec-2024.

Event description:
It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic) the customer reported possible blood culture contamination. One patient was affected by the false result and was treated with antifungal medication in response. Additionally, the customer reported they believe the contamination is not the result of a product issue and may be associated with collection technique. No adverse impact reported as a result.